Manufacturer narrative:
The reported product is not expected to be returned as the customer did not want to provide further information regarding the product. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via the web. An incorrect product delivery with an abbott diabetes care (adc) device was reported. Due to the incorrect product being received, the customer was in the hospital for "three months" and received unspecified third-party treatment. Furthermore, the customer refused to provide more information. There was no report of death or permanent impairment associated with this event.

Event description:
A complaint was received via the web. An incorrect product delivery with an abbott diabetes care (adc) device was reported. Due to the incorrect product being received, the customer was in the hospital for "three months" and received unspecified third-party treatment. Furthermore, the customer refused to provide more information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Upon review of the complaint, it was indicated that the product delivered to the customer was incorrect. Adc customer service has confirmed that a healthcare professional (hcp) submitted a direct order for a freestyle libre 2 plus sensor instead of a freestyle libre 3 sensor. Based on the information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore, adc considers this issue to be non-reportable and closed. The following has been updated: h6 - adverse event problem (health effect - impact code) all pertinent information available to abbott diabetes care has been submitted.